Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer tipped over a kayak and the pump became submerged in the water. Reportedly, the touchscreen became unresponsive. Customer's blood glucose was 103 mg/dl. Reportedly, the customer had an alternate method of insulin therapy available.